Manufacturer narrative:
D9. Returned to manufacturer date was updated. Device evaluation by MFR: unit returned with its original pouch batch (B)(6), overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn and lot provided by the customer. The device was inspected and no issues or detachment sections were identified. No other issues were observed in the device. Under microscope it was possible to observed the very tip in good conditions. The device was measured in three sections (distal - medium - proximal) along it in order to confirm that is within specification.

Event description:
It was reported that guidewire detachment occurred. An 18 165cm model transcend guidewire was unpacked and opened, however, it was noted that it was detached in two pieces. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that guidewire detachment occurred. An 18 165cm model transend guidewire was unpacked and opened, however, it was noted that it was detached in two pieces. The procedure was completed with a different device. There were no patient complications reported.